Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with foreign body. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: defect: foreign body. Quantity: 6. Impact: no impact on patients and users. Claims: green claims are required.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 15-aug-2023. H.6. Investigation summary: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. The customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with foreign body. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: defect: foreign body. Quantity: 6. Impact: no impact on patients and users. Claims: green claims are required;.